Manufacturer narrative:
(B)(4).

Event description:
Procedure type: radical laparoscopic prostatectomy according to the reporter: customer reports that during use, two plastic components of the distal part of device, close to the articulation of the "little hand", detached into patient abdomen. The fragments were immediately retrieved and device was changed with new one. It is reported that the complete surgery took 5 hours, but no problem with defective unit since substitution was immediate.